Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the prestataire that the needle never deployed the cannula into the skin. The pink slide and the cannula status were not reported. The patient's glucose level was not reported. No further information was provided.